Event description:
The table was "free-floating" during the cardiac catheter procedure. The equipment was rebooted but the issue continued. Because the patient was critically ill, the decision was made to proceed with the procedure despite the floating table issue. Manufacturer response for ge cath lab bi-lane imaging table, (per site reporter): part of the problem with the table may be the controller (which doesn't have a number on it) as ge provided us with a "refurbished" controller to use. Ge is aware of the issue and is working on resolving our concern.